Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 27 mg/dl. The paramedics were called and treated him at home. The customer stated that he was using sensors with expired date, and treated based on the sensor glucose readings. Troubleshooting was performed. The customer was experiencing low glucose for one day. The customer's most recent glucose reading was 74 mg/dl. During the call, was found that the customer primes the infusion set while connected. Reviewed the programming and noticed that there was a discrepancy with the programming, but the customer stated that he does not treat with more insulin than the bolus wizard when he is eating pasta. No further information was provided.